Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
This report is related to a (B)(6) patient. It was reported high impedance was found on the patient's lead due to a suspected fracture. As a result, the patient's lead was explanted and replaced. Surgical intervention addressed the patient's issue.